Manufacturer narrative:
Per -2060 final report. Additional information including acheived cup orientation, a detailed patient outcome, post primary and pre revision x-rays, operative notes, patient details and pre operative planning documents were requested in order to progress with the investigation of this event. However, not all could be provided and the explanted devices could not be returned for examination and thus the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that the surgeon had stated that he thought he had over anteverted the cup and the cup may have moved post op. Based on this, and following review of the device manufacturing records, it has been concluded that this event is likely due to position of the shell in the acetabulum. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and liner due to dislocation. Please note: the ceramic liner associated with this report is not cleared for sale in distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -(B)(4), initial report. Additional information including achieved cup orientation, a detailed patient outcome, post primary and pre revision x-rays, operative notes, patient details and pre operative planning documents have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and liner due to dislocation. Please note: the ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.